Event description:
The evaluation was completed and revealed depleted batteries. There was no patient injury or medical intervention necessary according to the hospital representative. No additional contact information is available.